Event description:
It was reported that the relion® insulin syringe needle broke off into the consumer's stomach during the injection. The consumer visited the doctor, but the x-ray was not completed, and it was advised to wait for the needle to eventually come out on its own. The following information was provided by the initial reporter: "consumer reported found a few syringes that broke during injection. One syringe broke off in stomach informed his doctor. Doctor view site did not complete xray just advised to wait for needle to come out on its own. It did come out on own."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the relion® insulin syringe needle broke off into the consumer's stomach during the injection. The consumer visited the doctor, but the x-ray was not completed, and it was advised to wait for the needle to eventually come out on its own. The following information was provided by the initial reporter: "consumer reported found a few syringes that broke during injection. One syringe broke off in stomach informed his doctor. Doctor view site did not complete xray just advised to wait for needle to come out on its own. It did come out on own."